Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed the right atrial (ra) lead exhibited over-sensed noise resulting in inappropriate automated mode switch (ams) episodes. Programming changes were made to resolve the issue and the patient was in stable condition.